Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is granuloma. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified fold creases and yellow/white particles in the device outer surface. A leak test and microscopic analysis was performed which identified one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a right side removal due to patient concern with the product, areas of granulation. Device has been explanted.